Event description:
Kidney transplant. Donor had monocryl sutures at time of operation ((B)(6)), about 12 days post-op symptoms began including blistering, soreness, inflammation and redness. It is continuing to experience redness, inflammation blistering and site itching and soreness. Not considered a rejection of the sutures or infection. Pt has been on 2 rounds of prednisone and 2 rounds of medrol packs. Eight weeks post surgery symptoms continue. Monocryl suture dissolving seems to be root cause, ascertained by surgery team and infectious disease specialists.